Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable cardiac monitor (icm) encountered false asystole detection due to undersensing. Follow-up with patient was scheduled to explain the under sensing, and the icm remains in use. No patient complications have been reported as a result of this event.